Event description:
It was reported that the atrial and ventricular leads were stable before the patient underwent extensive cardiac surgery. The patient underwent heart value repair, great vessel repair and a maze procedure for the treatment of atrial fibrillation as well as a planned pacemaker replacement due to normal battery depletion. Ventricular lead dysfunction was noted during surgery and the ventricular lead was replaced. Atrial lead dysfunction (undersensing) was noted the next morning and the next day the atrial lead was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.